Event description:
It was reported the patient went to the hospital for a magnetic resonance imaging (MRI) (unrelated to diabetes) and had to remove the pod that was being worn in order to have the MRI. After removing the pod, the patient's blood glucose levels rose to 19 mmol/l (342 mg/dl). The patient attempted to apply a new pod and the personal diabetes manager (pdm) would not connect to the pod. Tests were still being performed on the patient (unrelated to diabetes) and the patient was unable to activate a new pod. The nurse at the hospital treated the patient with multiple daily injections (mdi). The patient was hospitalized for a reason unrelated to diabetes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.